Event description:
It was reported that the patient underwent lead revision surgery due to a change in therapy needed and symptom relief. The procedure was done for a change in symptoms that triggered a need for a changeout. No complications were reported.

Manufacturer narrative:
Block D2b:Product Code - Additional product code QON.Block G4:Premarket / 510(k) # - Additional premarket/510(k) P190006.Block H11:The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A Risk Review was completed and confirmed that the event of Ineffective or loss of therapy - short term with a potential cause of programming no longer sufficient having a severity of 1 and occurrence of 4 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.Corrections: Block D3: Updated Manufacturer email address.

Manufacturer narrative:
PRODUCT CODE (D2B) - ADDITIONAL PRODUCT CODE QON. PREMARKET / 510(K) # (G4) - ADDITIONAL PREMARKET/510(K) P190006.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT LEAD REVISION SURGERY DUE TO A CHANGE IN THERAPY NEEDED AND SYMPTOM RELIEF. THE PROCEDURE WAS DONE FOR A CHANGE IN SYMPTOMS THAT TRIGGERED A NEED FOR A CHANGEOUT. NO COMPLICATIONS WERE REPORTED.